Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly completed the infection treatment. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b the recipient's device was reportedly explanted. No infection was observed following explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound, starting (B)(6) 2020, despite device testing results within normal limits. In addition, the recipient is presenting with infection and thinning of the skin at the implant site. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Central tomography imaging revealed electrode contacts outside of the cochlea. The recipient is undergoing treatment for the infection. The recipient will cease device use for three to four months.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone on the electrode lead, as well as tool damage to the top cover. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.